Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 3.0 x 16 mm, eccentric, de novo, 75% stenosed lesion being treated was located in the bifurcation of the calcified, mid left main coronary artery. The physician preformed predilation then implanted a 3.0 x 16 mm promus element stent in the target lesion with 0% residual stenosis. The procedure was completed without postdilation. However, it was noted that stent damage occurred. No complications were reported. The patient was discharged three days later.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: it was indicated that the device would not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).